Event description:
It was reported that the patient had left basal ganglia infarct during implant surgery. Post-operatively, the patient had mild right arm and facial weakness, and the follow-up CT scan of the brain noted a left basal ganglia lacunar infarct. During the patient¿s time in the hospital, he had post-operative confusion which slowly resolved. His facial weakness and arm weakness completely resolved without sequelae. ¿other¿ intervention occurred. It was resolved as of (B)(6) 2007. See MFR report numbers 2182207-2007-00690 and 2182207-2007-00689 for previously reported information.

Manufacturer narrative:
Product ID 3389s-40 lot# v013803, implanted: 2007 (B)(6); product type lead product ID 3389s-40 lot# v014891, implanted: 2007 (B)(6); product type lead product ID 7482a51 lot# serial# (B)(4); product type extension product ID 7482a51, serial# (B)(4); product type extension product ID 7426, serial# (B)(4); product type implantable neurostimulator. (B)(4).